Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been fixed yet. This is a final report.

Event description:
The patient lost his hearing sensation on both ears: first on the left, then on the ride side. No trauma has been reported. The patient is bilaterally implanted using "endoscopic approach". Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is bilaterally implanted. The patient reportedly lost hearing sensation with both devices. This complaint is for the device on the right side. Side. No trauma has been reported. Re-implantation is considered.